Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "ventilator device alarmed and the screen was black". - this occurrence was noticed at start-up during the booting process. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "ventilator device alarmed and the screen was black". This occurrence was noticed at start-up during the booting process. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "ventilator device alarmed and the screen was black". - this occurrence was noticed at start-up during the booting process. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the device entered ambient mode with a black screen during startup. No patient was connected at the time of the event. Consequently, the event did not cause or contribute to a death or serious injury to a patient. The issue could not be reproduced during follow-up evaluation. All recommended service software checks, tests, and calibrations were performed, and the device passed without any anomalies. The root cause is believed to be a rare initialization issue related to the esm board (em10), where the ventilator may fail to complete the boot sequence upon initial startup. The issue could not be reproduced, and no further anomalies were detected during service evaluation.